Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow after placing the catheter into the patient. Allegedly, the operator removed the catheter from the patient, peeled the tamper evident seal and tried to inject water into the drainage lumen, but there was still no flow.

Event description:
It was reported that there was no urine flow after placing the catheter into the patient. Allegedly, the operator removed the catheter from the patient, peeled the tamper evident seal and tried to inject water into the drainage lumen, but there was still no flow.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects noted on returned catheter. Evaluation found no blockage in the drainage lumen of the returned catheter. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample has been performed with flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings]. 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use in patients who are or have been allergic to natural rubber latex.."